Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused death to the patient. The patient¿s family reported becoming aware of blood clots, clotting and or occlusion of the inferior vena cava (ivc) approximately six years and two months post implant, at the same time that the patient expired. According to the implant record the indication for the filter implant was pulmonary embolism (pe), deep vein thrombosis (dvt) and rectal bleeding. The filter was placed via the right common femoral vein and deployed below the level of l3-l2, below the left renal vein. The patient tolerated the procedure well. According to the death certificate the immediate cause of death as complications following massive thrombosis of the inferior vena cava and veins of the lower extremities due to morbid obesity. Diabetes mellitus was listed as other significant conditions contributing to death and the manner of death was recorded as natural. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombus within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to death of the patient. Neither the cause of death nor its relationship to the device was provided. Per the implant records, the filter was indicated for pulmonary embolism (pe), deep vein thrombosis (dvt) and rectal bleeding. The right groin was prepped and draped in the usual manner and the right common femoral vein was cannulated. A guidewire was inserted into the inferior vena cava. The trapease filter was placed at the level below l3 and l2 below the left renal vein. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient¿s family reported blood clot, clotting and or occlusion of the ivc, in addition to death due to occlusion of the ivc, becoming aware of these events approximately six years and two months post implantation. The death certificate reported the immediate cause of death as complications following massive thrombosis of the inferior vena cava and veins of the lower extremities due to morbid obesity. Diabetes mellitus was listed as other significant conditions contributing to death and the manner of death was recorded as natural.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused death to the patient. An actual cause of death nor a death certificate has been provided. The indication for the filter implant and medical records have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Due to the nature of the complaint the relationship between the patient death and the filter could not be further clarified. The timing of the death in relation to the filter implant has not been provided. Additionally, the medical records and cause of death have not been provided, as such a clinical determination cannot be assessed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to death of the patient. Neither the cause of death nor its relationship to the device was provided.